Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a cartridge detection notification during the load process. Customer was able to successfully load the cartridge on the pump and resume insulin delivery. The customer reported a blood glucose level of 255 mg/dl and did not reported requiring third party assistance, having an injury, or experiencing ketones.